Manufacturer narrative:
(B)(4). Date sent: 11/11/2020. Photo was provided for review by ethicon medical safety officer. Following are their observations: a single photo of the left side buttocks was associated with this file. There is a charred spot on the superior area of the buttocks which appears to be a third-degree of burn. There are two blisters with a clear liquid insider as well as a small black dot in the upper-middle portion of the photo. Additionally, there is a skin fold spot located in the lateral bottom of the buttocks. It does not fit any degree of burn appearance. Device investigation summary: the pad was received with a tear at the seal. This type of damage could not cause the issue reported. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The most likely cause of the damage observed due to the handle of the megasoft pad. It is possible that the damage area got pinched in the bedframe, rails, or other equipment and then pulled out, which could lead to a piece breaking off, abrasion, and stretching. The complaint is confirmed as user damage.

Manufacturer narrative:
(B)(4). Date sent: 10/23/2020. Batch # unknown. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: the patient was not wearing a diaper. I am one of the physicians (pediatric anesthesiologist) involved in the case, and I as the physician needing further documentation. I did contact department children and families (dcf) to report the incident. They have determined this is not consistent with any burn they or their physicians have seen as a result of child abuse/ trauma related burns. I have given the (B)(6) sheriff¿s department officer ((B)(6)) who is investigating the incident contact information at ethicon ((B)(6)) at his request. What is the severity of the burn? I cannot determine the severity of burn, or what layers were involved. What medical intervention was used to treat the burn? (Such as salve or stitches) triple antibiotic ointment referred to the pediatrician, who sent to all children¿s hospital burn specialist in (B)(6). Are there any anticipated long-term effects from the burn or injury? Undetermined. What is the current condition of the patient? Unknown but stable. What was the pad and patient position? Supine, pad under body from shoulders to knees. Please describe the total room set up? Need to be more specific. Who was the manufacture of the chux underpad? Cardinal. What are the dimensions of the chux underpad (to include thickness)? 1 mm thick, 24¿x36¿. What was the total thickness between the skin and return electrode megasoft pad, to include any cover sheet? Less than 5 mm. Was the chux folded? No. Where was the location of the chux? Under supine patient from nipples to mid-calf. Was both buttocks covered by the chux? Yes. How was cable of the megasoft pad positioned? Cable typically on the patient¿s right side, at the head of the bed but is sometimes reversed. What is the age and weight of patient? (B)(6) y/o, (B)(6) kg. What is the surgeons experience with using the pad? Have been using pad at centers for 22 months. What is the or staff¿s experience with using the pad? Have been using for 22 months. How much of the body was touching the pad? 80% of patient¿s body was on top of the pad, but no portion was in direct contact with the pad. What was the power setting used on the generator? 40 coag. Was the power setting adjusted due to the surgeon not getting desired affects? No. What cleaning agent was used when cleaning up the urination? Was not cleaned until after the case completed. Will the pad be returning for analysis? If yes to whom should the shipper kit be sent to? (Please provide full name and address). Pad is currently being investigated by dh biomedical. The caller did not believe that the burns were caused by the pad. The patient was removed from the family due to abuse issues and appears to have been removed between the time of the surgery and the time of the call which was approximately a week. The facility was trying to do their due diligence to make sure the burns were not related to the surgery before reporting it to dcs.

Event description:
It was reported that during a tonsillectomy and adenoidectomy, the patient urinated on himself during the induction of anesthesia. Staff put a chux under the patient's bottom between the skin and wet sheet. The case was completed successfully. The staff took wet clothes off the patient and he went to recovery. Two hours later, he left in the car and told grandma his behind hurt because he got a shot. When they got home 20 minutes later she looked at the child's bottom and called the number on the discharge papers. Then she took the child to the ER but the wait was too long so she took him to a walk-in clinic and they refused to see him because he had surgery that same day. Grandmother called the emergency number on discharge papers and spoke to the surgeon on call. The doctor saw the patient the next day at the surgery center and saw lesions on his bottom. The doctor requests information on any megasoft pad burns before she speaks with the department of child and family services (dcf).